Event description:
It was reported that the pump was up too high causing the pt to be hospitalized and "jump all over". The type of medication, concentration, and daily dose being administrated via the pump were not reported. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.